Event description:
It was reported that during cholecystectomy the device was broken when it twisted string around the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results for the h12lp device confirmed that the olive button was returned with a suture tie post broken off, the piece was returned for analysis. No conclusion could be reached as to what may have caused the found damage. Additionally, the orifices of the sleeve housing assembly were noted to be cracked and the housing cap out of position. Furthermore, the crown of the inner seal assembly was cracked. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.